Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 07/30/2015: lot 124118: (B)(4) stems manufactured and released on 12/05/2012. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue. On 07/30/2015 the medical affairs director made the following comment based on the x-ray analysis: I cannot determined the root cause for this loosening episode. The offset of both primary and revisioned hip looks rather high, but contralateral hip is not visible, therefore no comparison is possible. The radiolucent lines are very extended along the stem, so loosening was complete, but the reason is unknown.